Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer was switching off after a few seconds of operation. The programmer passed all functional testing. It was indicated that the keyboard was damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was switching off after a few seconds of operation. The programmer was returned for service. No patient complications have been reported as a result of this event.